Event description:
This will be filed to report a single leaflet device attachment (slda) and difficulty untangling the lock line of a mitraclip. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During the deployment sequence with a mitraclip xtw (first device), the lock line was tangled when removing the cap. It took approximately ten minutes to unravel the lock line. The lock line was successfully detangled with no knots and was able to be pulled successfully. The xtw was deployed and a minute later a single leaflet device attachment (slda) occurred. An additional clip was implanted to stabilize the slda and mr was reduced to 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was associated with difficult imaging. The reported material deformation (lock line) associated with the lock line tangling appears to be due to user technique of removing lock lever cap/ unraveling lock line. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.